Event description:
It was reported that the patient faced an event with two infusion sets where infusion sets fell off during use on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.E1: Name: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380